Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported noise could not be conclusively determined.

Event description:
Related manufacturing ref: 3008452825-2023-00134. During the atrial tachycardia procedure, on the non-abbott (nihon kohden rmc4000 catheter recording) system, noise was noted in the intracardiac electrocardiogram. There was no issue with the ensite x. The tactiflex ablation catheter se was replaced to resolve the issue. During the procedure the ensite x validation was not successful. The ref patch and the light blue module patch, the other 5 patches, and the right leg electrode were replaced in this order, but the problem persisted. The ensite amplifier and display workstation were rebooted, and the optical cable between the amplifier and display workstation were replaced, but the issue persisted. Removing the right leg electrode resolved the issue. The procedure was completed with no adverse consequences to the patient.